Event description:
A malfunction was reported with a code termed malf 12, and the customer's blood glucose level displayed as "high," indicating it exceeded 500 mg/dl. No corrective actions were initially taken by the customer, and no third-party assistance was required. Technical support assisted the customer by providing information to reset the pump, after which the malfunction did not recur.